Manufacturer narrative:
No devices were returned for analysis. The cause of the infection was not conclusively determined. Infection that may require hospitalization with intravenous antibiotic therapy, requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturers instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During the patient¿s evoke spinal cord stimulation (scs) system trial period, the patient was seen in the emergency room due to a suspected infection. That day their scs system was removed with no patient complications reported.